Manufacturer narrative:
The device was not returned for the reported event; therefore, a physical investigation could not be performed. The customer's complaint is acknowledged, but could not be confirmed, other than by the customer's testimony. There was no allegation or evidence of a device malfunction of a cook product. The device history record (DHR) was reviewed. There were no signs that the device was nonconforming or that the device was not manufactured to current specifications. This complaint mode will be tracked, trended and monitored in cvi complaint handling and post market surveillance procedures. Per the device's instructions for use: "have available an extensive collection of sheaths, locking stylets, stylets to unscrew active fixation leads, snares, and accessory equipment.", "if excessive scar tissue or calcification prevents safe advancement of dilator sheaths, consider an alternate approach.", "note: examine the lumen to be sure the interior coil is not flattened and there are no burrs that would inhibit passage of the liberator beacon tip locking stylet into the lumen.", "potential adverse events related to the procedure of intravascular extraction of catheters/leads include (listed in order of increasing potential effect): dislodging or damaging nontargeted catheter/lead, chest wall hematoma, thrombosis, arrhythmias, acute bacteremia, acute hypotension, pneumothorax, stroke, migrating fragment from catheter/object, pulmonary embolism, laceration or tearing of vascular structures or the myocardium, cardiac tamponade, hemopericardium/ pericardial effusion, hemothorax, cardiac arrest, death." This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to, or is likely to cause or contribute to, a death or serious injury if a malfunction occurred.

Event description:
During a ventricular lead removal procedure, cardiac tamponade occurred. The following information was provided by the user facility: the subject device (lead extraction liberator beacon tip locking stylet) was advanced using a 12 fr laser sheath (non-cook device; unknown manufacturer). Although strong adhesions were encountered around the tricuspid valve, the device was able to pass. Cardiac tamponade occurred during counter-traction. Open chest surgery was performed to manage the cardiac tamponade. The relationship between the lead removal device and the event remains unknown.